Event description:
It was reported that during a supply change the patient accidentally dislodged the infusion site after application, resulting in an incorrectly deployed infusion set and an unattached connector. The agent guided the patient to replace the 23" teflon 6 mm inset infusion set, disconnect from the existing connector, attach a new set, perform a fill tubing until drops were observed, apply the new set, and complete a fill cannula. Symptoms included interruption of insulin delivery. Outcomes included restoration of insulin therapy without alerts, alarms, or need for medical care. Investigation included remote troubleshooting and user education focused on correct infusion set attachment and priming steps. Investigation of this case revealed user handling error leading to premature site removal and incomplete connection prior to priming, resolved through proper reinstallation and priming. It was concluded, based on previously established findings for similar reports, that the cause was user error during infusion set application and connection.